Event description:
It was reported to philips that the system had a start-up issue with the ip-pc. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) checked the device on site and confirmed that the device took a very long time to shut down. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the mouse and keyboard failed to respond intermittently and confirmed that the mouse and keyboard failure caused the long time to shut down. To resolve the issue, the fse added an usb extender to the console. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.